Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. During evaluation it was identified that the number 1, 4 and 7 keys on the keypad had no output. The cause was determined to be a non equipment manufacturer installed keypad. The keypad requires replacement to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum iq pump, the number 1, 4 and 7 keys on the keypad were identified to have no output.. No additional information is available.